Event description:
In 2005, the pt was seen at the center. At that time, the pt's parent reported that the pt had experienced intermittencies and inconsistent responses. Fourteen days later, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functional. The c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.